Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing and was in telemetry lockout due to backup operation due to a magnetic resonance imaging (MRI) performed without enabling MRI setting. A reset was performed, and the ICD was restored. Patient condition was stable.